Event description:
It was reported that sometime post dialysis catheter placement procedure, the clip of venous limb of hemodialysis catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 08/2023. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 10f glidepath d/l catheter was received for evaluation. Gross visual, tactile and functional evaluations were performed. Upon functional testing, both the luers were patent to the infusion and aspiration tests performed. No leaks were observed throughout tests performed. Therefore, the investigation is unconfirmed for the reported fracture issue as no fracture was noted to the clamp. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post dialysis catheter placement procedure, the clip of venous limb of hemodialysis catheter allegedly broke. There was no reported patient injury.